Event description:
The customer reported that the display screen was blank.

Manufacturer narrative:
(B)(4): the customer reported that the display screen was blank. The device was evaluated by a philips rep and the reported symptom was verified. Multiple parts were replaced to resolve the issue. We cannot determine the cause because more than one part was replaced.